Event description:
Provider alleged unit alarming, defective pilot valve. Per independent repair center statement, the customer stated problem was: alarming or red light. Problem confirmed: yes key failure: pilot valve defect caused unit alarm & shutdown. Additional malfunctions: sieve bed saturated.